Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va00bej, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the patient reports the troubleshooting performed related the leaking and leads not working was botox on (B)(6). The patient reported no results. The actions/interventions taken to resolve the leads not working were reported as healthcare provider ¿incision and placement peripheral pulse gene electric anal neurostimulator complex proy-fluoroscopy up to 1 hour. Physician incision implant sacral nerve neurostimulator¿.it was noted manufacturer implant on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that there was a complete replacement of the patient's stimulator. The stimulator was replaced at only 3 years old on (B)(6) 2015.

Manufacturer narrative:
Product ID 3889-28, lot# va00bej, implanted: 2012 (B)(6); product type lead product ID 3889-28, lot# va00bej, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient does feel stimulation and the therapy was on. The situation was not resolved. Since she had botox surgery on (B)(6) 2015, she has had return of symptoms. She was going 15 times a day and 5-6 times at night. Patient was on program 1 at 4.1 volts. She said she was at 4.2 but she had to decrease because when she bent over it would hurt. Patient had been on program 1 and tried program 2 which did not help. She was reprogrammed last week by the doctor's nurse in the office. The nurse called and talked to the guy in pittsburgh and he said that only two of her leads were working and she had four. Patient services had patient switch to program 3 at 4.2 volts. Told her to try a couple days. Symptoms reported were leaking so much, gushing out, as soon as she stands up has to go, filling pads, and can't make it to bathroom. The patient supposed the see the doctor next month. The patient called back with her spouse later on the same day and they asked how easy it was to have the device taken out. Caller said hcp (healthcare provider) refuses to ex-plant the device. She was told the device would last for 5 years. Patient asked why it did not last for 5 years. Patient asked patient services why would electrodes break. She had no falls and no accidents. The patient going to the bathroom once an hour. It was very embarrassing for the patient. She was having accidents and cannot make it to the bathroom. Everywhere she goes she had to know where the bathroom was located. She was changing her pad all the time. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.